Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during initial implant the wrong size lead was opened. The physician attempted to utilize the lead, however it was too short for the patient. No patient complications have been reported as a result of this event.